Event description:
Patient came for shoulder arthroscopy on (B)(6) 2013. The operation was completed successfully with no complications noticed. No burns were noticed in post-anesthesia recovery. The patient came back to the hospital with the complaint of a burn on her abdomen, the area where the return electrode pad had been applied. Additional information states it is a 2nd degree burn and customer used a 3m pad.

Manufacturer narrative:
(B)(4).